Manufacturer narrative:
Pump monitored for several days and no blank display noted. Pump received with normal operating currents. No damage found on the lcd isolation tape noted. Pump monitored for several days and no a1 alarm noted. Pump passed the a21 error test. No a21 alarm noted. However, a47 alarm found in the alarm history files due to corrupted history file. Pump received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.